Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the firing could not be performed. The reload was replaced with a new one, but the firing could not be performed due to the same issue. Both new handle and new reload were used to complete the case. There was no patient injury.